Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2015. Dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history review: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, both related to implant loosening. Total for lot number: 2 (B)(4).